Event description:
A loop electrode excisional procedure cervix cone biopsy for a high grade cervical dysplasia was performed in (B)(6) 2021. There were no notable side effects from the procedure and the patient was discharged home. The patient experienced pain following the surgery and 16 days later expelled a piece of a device from her vagina. She visited the ER that day and staff attended to her care. She continued to be in a great deal of pain and returned to the ER again two days later for additional care. The piece of device was identified as part of a fischer cone biopsy excisor, of unknown size. During the loop electrode excisional procedure, two different sizes were used.